Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was visiting her daughter out of state when she noted her cgm and bg values differed between 20 ¿ 100 points. One evening, she felt 'really bad', experienced unspecified 'low symptoms' and started vomiting as she has gastroparesis. Her daughter took her to the emergency department (ed), a bg was performed which was between 30 mg/dl and 40 mg/dl but her cgm displayed 119 mg/dl. It was not documented what medical treatment was provided [it is presumed the patient was treated with glucose]. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on (B)(6) 2022. It was reported that the patient's daughter called 911 because the patient's bg reading on the bg meter was 23mg/dl. She was taken to the emergency department where a bg was performed which was between 30 mg/dl and 40 mg/dl; however, her cgm displayed 119 mg/dl. In the ed, they provided the patient reglan. The patient could not remember what other medications they were provided. The patient was released from the ed after 2 hours. At the time of the report, the patient was doing fine.